Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned.

Manufacturer narrative:
Product is no longer available to be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 350 mg/dl and 140 mg/dl.